Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had blank display, when customer pressed the button its not giving me any readings anymore. Customer received stuck button alarm. Customer able to clear the alarm. Customer stated that all buttons are working. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.